Event description:
It was reported the customer received a motor error alarm during their basal delivery. Customer's blood glucose was unknown. It was also found the customer was 34 weeks pregnant. The customer stated they had exposed to their insulin pump to a magnetic resonance imaging machine. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a constant motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test or test for no reservoir alarm and unexpected reset to factory default due to the motor error alarm. The pump also had minor scratches on the display window and a cracked reservoir tube lip.